Event description:
Related manufacturer reference numbers: 2017865-2021-31336, related manufacturer reference numbers: 2017865-2021-31337. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the right ventricular (rv) lead exhibited r-wave amplification variation. Upon in-clinic interrogation, both rv and atrial lead exhibited over-sensing with no capture, and the atrial lead exhibited mode switch and high capture threshold as well. The over-sensing on the atrial lead was noted to be far r-wave over-sensing. It was stated that the pacemaker (pm) had flipped under the skin multiple times. During lead revision procedure, it was found that the pocket was infected. The whole system was explanted. Patient condition was stable.